Event description:
It was reported that a home patient (hp) had received a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) machine during the initial drain. The patient was connected at the time of the alarm. The technical service representative (tsr) had the hp close all of the clamps and cycle the power on the hc to clear the alarm. The tsr advised the hp to start over with new supplies. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.